Manufacturer narrative:
E1 facility name: (B)(6) hospital. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video scope displayed an error code for incompatible scope. The issue was identified during an inspection prior to use. There were no reports of patient harm.